Event description:
As reported by the edwards territory manager, approximately one month post tavr the patient presented with chest pain and dyspnea. CT showed a small pseudoaneurysm at the apex of the left ventricle near the septum. An attempt was made to close the channel with a vascular plug, but the pseudoaneurysm proved to be small and difficult to visualize. The channel was never accessed with a wire. The patient was stable and the decision was made to abort attempts and monitor the patient moving forward. The initial report indicated this event was likely related to guidewire-delivery system tip trauma during the tavr case. During investigation of this event the implant physician reported ¿tamponade was observed after the case. This was initially attributed to a pacemaker perforation. However in retrospect, it was likely a small left ventricle perforation.¿ the patient is currently stable and asymptomatic from a cardiovascular perspective.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Ventricular pseudoaneurysm is recognized as a complication of transapical tavr; however, it can also result after the transfemoral (or any retrograde) approach. The guidewire manipulation during the transfemoral tavr procedure may cause injury to a fragile dilated left ventricular wall. This can result from some degree of ventricular perforation and may initially manifest as pericardial effusion; however, postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors appear to have caused or contributed to the event. The pseudoaneurysm appears to have resulted from a small ventricle perforation possibly caused by guidewire/delivery system manipulation. There is no indication this event was the result of a product malfunction by the edwards retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.